Manufacturer narrative:
This report is submitted on may 16, 2023.

Event description:
It was reported that the battery has melted while the device was in use (date not reported). A replacement equipment was sent to the patient.